Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with an octaray mapping catheter and the patient experienced cardiac tamponade that required pericardiocentesis. The device evaluation was completed on 02-oct-2024. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. No error messages observed on johnson & johnson medtech equipment during the procedure. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with an octaray mapping catheter and the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that the decanav catheter was the first catheter inserted into the patient. A current leakage error was seen for the catheter. The catheter cable was replaced and the issue did not resolve. The catheter was replaced and the issue resolved prior to transseptal. Then the sheath, octaray mapping catheter, and soundstar catheter were inserted. They went transseptal and started mapping. The patient blood pressure dropped so they used the cartosound catheter and found a pericardial effusion. Pericardiocentesis was performed. It is unknown at that time if further intervention was needed. The caller stated that the carto, generator, and pump worked within specification and do not need to be evaluated. The octaray mapping catheter was in the patient mapping in left atrium. The qdot catheter was opened but was never in the patient. Additional information was received. The patient improved; however, required extended hospitalization as some effusion was still occurring and additional imaging were planned in the future. The physician's opinion on the cause of the adverse event was the procedure and/or patient condition. No ablation was performed prior to noting the pericardial effusion. The event occurred post transseptal, during mapping.